Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was pulled back, no suture was attached. The device was removed over a guide wire and a second and a third proglide device were attempted, but with the same results. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was not confirmed. Analysis of the device indicated that the posterior link was pulled out from the swage-end of the posterior cuff; however, the characteristics of a link pull are similar to those of the reported cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.